Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the battery oscillator device was generating heat. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to environmental conditions. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the battery oscillator device was generating heat, had insufficient/low power, corrosion/rusting/pitting, and a corroded bearing. It was further determined that the device failed pretest for check oscillation frequency. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.